Event description:
It was reported that the patient presented to the hospital due to receiving shock therapy. It was reported that the right ventricular (rv) lead triggered an error alert. Additional information received indicated that the rv lead pace/sense circuit was positioned in the atrium, and the coil was positioned in the ventricular chamber. There was evidence of crosstalk/farfield sensing, and oversensing. Thus the shock therapy administered was inappropriate. The lead integrity alert (lia) was triggered due to meeting the non sustained ventricular tachycardia (nsvt) and sensing integrity counters (sic). The lead was re-positioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(4)-2015, v sensing integrity counts up to 36; vt-ns episodes and vf detected episodes with inappropriate shocks due to oversensing. There is evidence of the rv lead oversensing the atrial signal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.